Manufacturer narrative:
The information contained herein is based on the information provided by the initial reported. The sample has not been received, but was reported to be available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. A review of the lot history indicated it was the only complaint for this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the sheath broke during removal inside patient. Approximately 1-1/2" of the sheath broke inside the patient and was surgically removed. It was stated that the patient was fine.